Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was brought to my attention that on (B)(6) 2021 another instance occurred of being unable to inject a test dose of medication through an epidural catheter that had just been placed. The only information I can present here is from reading the procedure note from the epidural procedures. Catheter failure when trying to inject test dose through catheter. This necessitated pulling the catheter and redoing the procedure. Expiration date: 12/31/2021 lot number: 23f20ko378 is charted. This came to light when patient was being evaluated for a possible postdural puncture headache. I do not have the catheter to return to you.